Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, severe scarring, painful deformity, tightening of breast, capsulitis.

Event description:
Healthcare professional reported left side ¿capsular contracture baker grade IV, severe scarring, painful breast deformity, tightening of breast, and capsulitis¿. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side ¿capsular contracture baker grade IV, severe scarring, painful breast deformity, tightening of breast, and capsulitis¿. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: device photograph (s) for the device related to the reported event of capsular contracture was requested march 12, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: the device related to the reported event of capsular contracture was received on april 04, 2025, with lot number 3321096. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.